Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint 3. Date aware: 12-nov-19. Country of origin: france. Rpn: zilver self-expanding stent / rpn unknown. Customer: endoscopy departement, endoscopy unit, paoli calmettes institute, marseille, france. Address for correspondence dr. Fabrice caillol, endoscopy unit, paoli calmettes institute, marseille, france. Email: patient conditions: patients with inaccessible papilla due to altered anatomy or duodenal invasion and drainage under eus guidance and bridge technique without previous biliary drainage were included in the study. Brief description: patients presented with cholangitis after drainage¿ clinical event description: paper title: drainage of the right liver under eus guidance: a bridge technique allowing drainage of the right liver through the left liver into the stomach or jejunum. Twelve patients were included in the study. Inclusion criteria were malignant hilar stenosis of the bile duct, inaccessible papilla due to duodenal stenosis or altered anatomy, and an attempt of the bridge technique. One patient presented with cholangitis after drainage (type IV) with a multidisciplinary decision to provide only supportive care (death on day 7). Postoperative mortality (grade v of clavien-dindo classification) was 8%, due to cholangitis not controlled with antibiotics in a patient who had opted for only palliative care. One patient presented cholangitis, thus needing a new endoscopy with salvage percutaneous drainage (grade iiia). This report will cover both incidents of cholangitis. Clinical personnel confirmed that cholangitis could be attributed to stent placement and cholangitis is one of the potential adverse events in IFU. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as the patients experienced cholangitis and likely required intervention.

Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation: the zilver biliary self-expanding stent device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a-the device did not return. Document review: prior to distribution zilbs devices are subjected to a visual inspection and functional checks to ensure device integrity. The stents used were inserted between the right and left liver and were not deployed in common bile duct, while it is unlikely that the cholangitis was stent-related, it is possible that cholangitis was due to off-label use. As per clinical input, the patient deceased due to pejorative evolution of type IV stenosis. However, it is unknown if it was a boston or cook stent placed from the information provided, "zilver self-expanding stent, cook medical or wallflex biliary stent from boston scientific. There is evidence to suggest that the customer did not follow the instructions for use (B)(4). ¿this device is used in palliation of malignant neoplasms in the biliary tree¿ the stent was placed between the right and left liver. This complaint was opened for the 2 patients in the paper who experienced cholangitis. Root cause review: a definitive root cause could be attributed to off label use. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patients did experience adverse effects due to this occurrence. Two patient's presented with cholangitis. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up is being submitted due to the completion of the investigation. Complaint 3. Date aware: 12-nov-2019. Country of origin: france. Rpn: zilver self-expanding stent / rpn unknown. Customer: endoscopy departement, endoscopy unit, paoli calmettes institute, marseille, france address for correspondence dr. Fabrice caillol, endoscopy unit, paoli calmettes institute, marseille, france. Email: patient conditions: patients with inaccessible papilla due to altered anatomy or duodenal invasion and drainage under eus guidance and bridge technique without previous biliary drainage were included in the study. Brief description: patients presented with cholangitis after drainage¿ clinical event description: paper title: drainage of the right liver under eus guidance: a bridge technique allowing drainage of the right liver through the left liver into the stomach or jejunum twelve patients were included in the study. Inclusion criteria were malignant hilar stenosis of the bile duct, inaccessible papilla due to duodenal stenosis or altered anatomy, and an attempt of the bridge technique one patient presented with cholangitis after drainage (type IV) with a multidisciplinary decision to provide only supportive care (death on day 7). Postoperative mortality (grade v of clavien-dindo classification) was 8%, due to cholangitis not controlled with antibiotics in a patient who had opted for only palliative care. One patient presented cholangitis, thus needing a new endoscopy with salvage percutaneous drainage (grade iiia). This report will cover both incidents of cholangitis. Clinical personnel confirmed that cholangitis could be attributed to stent placement and cholangitis is one of the potential adverse events in IFU.

Manufacturer narrative:
PMA/510(k)#: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint 3. Date aware: 12-nov-2019. Country of origin: france. Rpn: zilver self-expanding stent / rpn unknown. Customer: endoscopy departement, endoscopy unit, paoli calmettes institute, marseille, france. Address for correspondence dr. (B)(6). Patient conditions: patients with inaccessible papilla due to altered anatomy or duodenal invasion and drainage under eus guidance and bridge technique without previous biliary drainage were included in the study. Brief description: patients presented with cholangitis after drainage clinical. Event description: paper title: drainage of the right liver under eus guidance: a bridge technique allowing drainage of the right liver through the left liver into the stomach or jejunum. Twelve patients were included in the study. Inclusion criteria were malignant hilar stenosis of the bile duct, inaccessible papilla due to duodenal stenosis or altered anatomy, and an attempt of the bridge technique. One patient presented with cholangitis after drainage (type IV) with a multidisciplinary decision to provide only supportive care (death on day 7). Postoperative mortality (grade v of clavien-dindo classification) was 8%, due to cholangitis not controlled with antibiotics in a patient who had opted for only palliative care. One patient presented cholangitis, thus needing a new endoscopy with salvage percutaneous drainage (grade iiia). This report will cover both incidents of cholangitis. Clinical personnel confirmed that cholangitis could be attributed to stent placement and cholangitis is one of the potential adverse events in IFU. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as the patients experienced cholangitis and likely required intervention.